Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during a check performed by the medical staff during the night, a leak of the connector was observed. The connector is cracked at the level of the ringed tubing. Clinical consequences: there was no consequence for the patient. The connector was changed immediately. A new connector was used with success". Patient condition reported as "fine".

Event description:
It was reported that "during a check performed by the medical staff during the night, a leak of the connector was observed. The connector is craked at the level of the ringed tubing. Clinical conseequences: there was no consequence for the patient. The connector was changed immediately. A new connector was used with success". Patient condition reported as "fine".

Manufacturer narrative:
Qn# (B)(4).the sample was returned for evaluation. A visual exam was performed and it was observed that the tubing was torn. The tubing had a stretch mark at the torn area. A 100% visual inspection and leak testing is conducted during manufacturing; thus, a defect of this type would be detected prior to release from the manufacturing facility. The IFU for this product states that the product must be stored in a cool and dry place, protected from light and ozone. It also mentions to check the system for leakages. A device history record review was performed and no relevant findings were identified. Based on the returned sample, the complaint of leaking is confirmed as it was found that the tubing was torn. It is most likely that this issue occurred due to the mishandling by the user, although an exact root cause could not be established.